Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports of "fault code 37" and "paddle fault" were not duplicated or confirmed. The device was put through extensive testing including full functionality testing and stress testing using test accessories without duplicating a malfunction to the device. Review of the device logs found no instances of the customer's report on the reported event date of 8/12/2020. The customer's report of "system fault code 36" was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The analog board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "system fault 36", "system fault 37", and "paddle fault" error messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.